Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstance of the procedure. Factors that may contribute to entrapment of the guide wire with another device include, but are not limited to, inner diameter of the other device, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire or the other device used with the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a cardiomems sensor implant procedure. The steelcore guide wire was used in the procedure. After the sensor was deployed and upon removal of the delivery catheter it was noted that the guide wire was pulled proximal into the delivery catheter. The cardiomems sensor was moving with the wire. The delivery catheter was removed completely, and a swan ganz catheter was inserted over the guidewire in order to remove the steelcore wire. An unspecified balloon was inflated to hold the sensor in place as the guidewire was removed. Once the guidewire was removed the swan ganz catheter was used to calibrate the cardiomems sensor and the case was completed successfully. There were no adverse patient sequela. No additional information was provided.